Event description:
It was reported that there was a leak from a disposable set during drain one of four of peritoneal dialysis therapy. The caregiver forgot to connect the patient before starting therapy and solution leaked out of the end of the patient line. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The known cause of this leak is use error, the caregiver did not connect the patient before beginning therapy. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for when and how to connect to the disposable set. It also instructs to connect the transfer set to the patient line prior to starting the initial drain. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.